Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the cannulated 3.5 hexagonal screwdriver sft (p/n: 314.10, lot #: 3074941) was received at us cq for investigation. Visual inspection of the received device indicated that the distal hex tip was slightly bent. This complaint is confirmed for the received device as the distal hex tip was bent. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot =part: 314.22, lot: 3074941, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: 21 january 2009, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the item attachments were stuck together and wouldn't separate. It was unknown how the issue was discovered. It is unknown if there was patient involvement. Concomitant device reported: large quick coupling - pts device (part# 338.49; lot# unknown; quantity: 1). This report is for (1) cannulated 3.5mm hexagonal screwdriver shaft. This is report 1 of 3 for (B)(4).